Manufacturer narrative:
(B)(4). Unnecessary blood tranfusion administered. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer generated a falsely decreased hemoglobin result while using the cell-dyn ruby analyzer. The patient received 2 units of blood due to the low result. The customer provided the following data: the initial run generated an error; therefore, the specimen was retested generated a result of 5.7 (this patient has a history of low results typically between 8-8.9, although normal range is 14-18). Two units of blood were transfused for this patient due to the result of 5.7. The original specimen was retested and generated similar results (not provided) using the analyzer in question and on a second analyzer (unknown). The patient was sent to another facility for potential treatment (non-provided) and was retested, generating results of 11.1 and 11.0. Based on the unexpected hgb rise of 5.7 to 11.1, with two units packed cells, the ER physician believes the initial results were falsely decreased. The patient was released and appeared to be asymptomatic. There is no known adverse impact to the patient from having received the transfusions.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Return parts were not available. Complaint text stated that the sample looked originally diluted which may imply a potential preanalytical issue. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the cell-dyn ruby analyzer, list number 08h67 was identified.